Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. No insulin smell noted. Also, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No low reservoir alarm noted during testing. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address or serial number and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high and low blood glucose levels. The customer's high blood glucose was little over 400 mg/dl and low blood glucose was 42 mg/dl. The current blood glucose of customer is 122 mg/dl and customer got up at 6am and it was 288 mg/dl. The customer treated high blood glucose by bolus through insulin pump and treated low blood glucose level with oreo and food. The customer reported that there was crack on top of the battery compartment. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was over delivering and drive support cap was normal. The customer woke up with blood glucose of 255 mg/dl, 268 mg/dl. The customer went home around 8-8:30 blood glucose was around 94 mg/dl. The customer received low reservoir and low battery alarms. The insulin pump will be returned for analysis.